Event description:
It was reported that during an interventional procedure of the moderately calcified, mid circumflex artery the lesion was pre-dilatated with a non-abbott balloon catheter followed by a xience v stent delivery system (sds). The sds was advanced but could not cross the target lesion and during withdrawal became caught on the guide wire. It was noted that the sds was successfully freed from the guide wire and the sds removed from the anatomy as a single unit without incident. A second xience v sds and a non-abbott stent system was attempted to be advanced but failed to cross the target lesion in the circumflex. A non-abbott 2.5 x 14 stent with a prowater guide wire was advanced and used to complete the procedure. There was no reported adverse patient effect. Though requested, there was no additional information provided. Device analysis noted the guide wire was lodged in the 3.0 x 15 xience v sds and was not a prowater guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unknown guide wire is being filed under a seaprate MFR number. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and no contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The shaft was bunched distal to the strain relief tubing. A balance middleweight (bmw) guide wire was returned inserted in the guide wire lumen of sds and was able to be removed with resistance noted. There was no damage noted to the sds during the inspection prior to use which suggests the shaft bunching may have occurred during the procedure as resistance was encountered in the moderately calcified lesion. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. Factors that may contribute to the inability to retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There have been no incidents reported for difficulty removing the guide wire or shaft bunching for this lot. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for damage. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line.